Event description:
On (B)(6) 2012, the patient claimed she has been having issues with low blood glucose due to possible use error. Reportedly, she did not adjust her basal rate for the weight loss and activity level on the subject animas insulin pump. The subject pump was requested back for investigation on (B)(6) 2012. However, the patient continued to use the subject pump and encountered another hypoglycemic episode. On the day of the call, the patient went out for a walk with a blood glucose reading of 74 mg/dl and subsequently felt low with symptoms of "light-headed, and could think clearly or walk normally." She was able to administered self treatment with candies and glucose tabs. Her symptoms abated with treatment within 10 minutes. When she arrived home, she tested at 129 mg/dl. The patient claimed she had went to the doctor's office that day to adjust her basal settings on the replacement insulin pump; however, the basal rate on the subject pump was not changed on the day of usage. The patient did not feel that was any issue with either insulin pump. This complaint is being reported due to possible use error and because the patient experienced symptoms suggestive of hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.